Manufacturer narrative:
Investigation: the investigation was not able to confirm the what customer had experienced as no samples and no photos were received for evaluation. Hence, root cause is unable to be determined. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use of the bd insyte-w¿ IV catheter the outer packaging of the indwelling needle was not damaged, and no obvious abnormality was found after the puncture examination after opening. However the front end of the indwelling needle cannula, and the indwelling needle cannot enter the vein as a whole. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the unit package was complete and sealed. It's found that the catheter tip was turned up, which cannot be introduced into the vein thoroughly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte-w¿ IV catheter the outer packaging of the indwelling needle was not damaged, and no obvious abnormality was found after the puncture examination after opening. However the front end of the indwelling needle cannula, and the indwelling needle cannot enter the vein as a whole. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the unit package was complete and sealed. It's found that the catheter tip was turned up, which cannot be introduced into the vein thoroughly.